Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available. Additional information: device available for eval., returned to manufacturer on, device return to manuf ., device eval by manufacturer, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the nursing staff that air was present in the line during and infusion. Air made it to the patient however there was no harm to the patient.

Event description:
It was reported by the nursing staff that air was present in the line during and infusion. Air made it to the patient however there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.